Manufacturer narrative:
The device was returned and evaluated. Catheter was received in open original packages. Examination revealed that the balloon did not inflate due to leakage from inflation lumen near distal end of thermal filament mid-form. Leakage occurred from a slit, about .13 inches long and extended underneath the thermal filament cover.

Event description:
It was reported that the balloon did not inflate and the balloon could not maintain inflation. No patient complications were reported.